Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Pad-pak-03 generates low battery prompt in device from new. No patient involved.

Event description:
Pad-pak-03 generates low battery prompt in device from new. No patient involved.

Manufacturer narrative:
The pad-pak DHR for lot no. A2011 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 20th october 2014 with no recorded fails for battery voltage. 95 pad-paks was sent from this lot to aero australia on the 23rd october 2014. The returned pad-pak was measured and found to be depleted. This would have resulted in the device giving a ¿low battery¿ prompt, as per the reported fault, despite a pad-pak expiry date of january 2019.the battery pack was investigated and no abnormalities were found with the battery cells or connections, therefore it is concluded that the returned pad-pak had either been stored incorrectly or depleted due to an external load. There was no information on when the pad-pak was installed or how long the pad-pak was installed for. The user was contacted for further information regarding the use of this pad-pak. The pad-pak was installed in a sam 500p, serial number 14b00500360. No further information was obtained from the customer. The device was requested to be returned as a precaution and would be opened under pr 1703203 if sent back. The pad-pak will be scrapped and replaced.